Event description:
Boston scientific received information that difficulty was experienced with this programmer's printer. No adverse patient effects were reported.

Manufacturer narrative:
The programmer was returned for analysis and the clinical observation was confirmed. Additionally, visual inspection found portions of the internal circuitry were physically altered. The programmer was successfully repaired.